Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call that they received several button error alarms. The customer's blood glucose was around 170 mg/dl at the time of incident. The customer's mother stated that the button error alarm was unable to be cleared. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
No unexpected button error alarm was noted. The insulin pump had intermittent button response due to a flattened button dome switch. No damage was noted the keypad traces and the keypad connector was locked. The insulin pump had minor scratches on the display window, a cracked case at the display window corners, cracked reservoir tube lip, scratched reservoir tube window and cracked battery tube threads.